Event description:
A dr reported that the anterior vitrectomy handpiece did not work when used for the first time in a cataract with iol (intraocular lens) surgery. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).